Event description:
N/a.

Manufacturer narrative:
The bipolar insert cev625h was returned for evaluation: device history record (DHR): the DHR has been reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis: the evaluation verified the complaint as valid. The connector are burnt, there are some stains inside. Root cause: the burn of connector is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried/blood/tissues). It can come from a defect of cleaning or of drying of the instrument despite the recommendations of the IFU (instructions for use) prior to use: "examine the integrity of the insulation as well as the cleanliness and integrity of the instrument."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 2 which is linked to mfg report number 2523190-2021-00087. A facility reported that during use of the cable cp393 for laparoscopic liver surgery, smoke developed between the instrument and the cable. The procedure was completed with replacement device. There was no patient injury, however, the event led to increased unknown surgery time.